Event description:
Additional information was received: a revision procedure was performed. The right ventricular lead pin was cleaned and normal values were obtained with the pacing system analyzer. Same normal measurements were obtained with the device. It was thought there was contamination from the lead pin that contributed to the reported observations and the issue was resolved.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, the patient with this right ventricular lead reported having received two inappropriate shocks. Interrogation revealed numerous episodes. Pacing impedance measurements were high out of range. Shock impedance measurements were normal. A review of the data revealed that this lead has some out of range and some normal impedance measurements. Insulation damage or a lead fracture were suspected. The detection parameters were reprogrammed and a revision procedure is intended in the near future. No adverse patient effects were reported.

Manufacturer narrative:
When the revision procedure has been performed, this event will be updated.